Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor smooth round high profile 380 cc saline breast implant, catalog number 3503380. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round high profile 380 cc saline breast implants which the right side deflated after implantation. As a result, patient underwent bilateral removal and replacement of right with catalog number 3503460, serial (B)(4), and left with catalog number 3503460, serial (B)(4) on (B)(6) 2018.